Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-09949. It was reported the patient never established effective therapy. Reprogramming was not performed and the patient stopped using therapy. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2018-09949, and 1627487-2019-02772. It was reported that the patient underwent surgery on (B)(6) 2019 ad the ipg was explanted and replaced. No surgical intervention was done on the leads. The patient has effective stimulation post operatively.

Event description:
Product manufacturer reference number: 1627487-2018-09949, and 1627487-2019-02772.